Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure the tissue pad fell off. The fallen piece was retrieved by forceps. Changed to another one to complete the procedure. One device will be returning.